Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2009, this patient was implanted with gore excluder aaa endoprostheses for treatment of abdominal aortic aneurysm. During the procedure, the physician extended the trunk-ipsilateral leg component with an iliac extender component. The patient had an existing stent (manufacturer unknown) in the common iliac. The iliac extender component had to be placed in the stent in order to obtain seal. At 2 day post-op, the physician had to perform a femorofemoral bypass due to collapse of the iliac extender component within the previously implanted stent. The patent tolerated the procedure and is in good condition.